Event description:
Report received from abbott international affiliate (abbott canada) of an overdelivery of a loading dose. The report sites: "during operational verification testing they noticed overdelivery of loading dose. Set pump at 125ml/hr, v=10ml. Three doses measured 11.5ml, 12ml, and 12ml. The reporter mentioned that there was no patient involved but the problem was noted during routine testing of the pump." Additional information was requested; however, no further information was provided.